Event description:
Twenty four week preterm infant born by c-section secondary to placental abruption; required intubation/ventilation and tpn for nutrition; infant had hyperglycemia that was due to high glucose in the tpn; discovered that the tpn compounder delivered dextrose in the final flush of tubing which was causing the elevated blood glucose values for the infant; blood glucose reached 1200; treated with insulin and was 360 on (B)(6)-2011; blood glucose remained stable prior to expiration 05-06-2011; causes of death: severe persistent hypotension, severe intractable metabolic acidosis, electrolyte imbalance; pulmonary hemorrhage, presumed sepsis mild grade I ivh on the right side.